Manufacturer narrative:
Initial and final MDR 1885903 - MDR 8021545-2024-01042 - device 2 of 6. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced leakage event with 6 infusion sets after being used for 2 days. Patient reported that there was no stress or pull on the infusion set tubing. The location of leakage was site. No further information available.